Manufacturer narrative:
As of the date of this report, the instrument has not been received for evaluation. Based on the available information, the root cause of the reported incident in that the patient sustained a partial tear of the bile duct was unable to be determined. No image or procedure video was provided for review. A review of the system logs for the event date of (B)(6) 2021 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. This event is being reported due to the following conclusion: during a da vinci-assisted cholecystectomy procedure the patient sustained a partial tear to the bile duct. As a result, the surgeon skeletonized the biliary duct and installed clips. In this case, the root cause of the reported incident remains unknown. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the patient sustained a partial tear to the bile duct. On 26-mar-2021, the intuitive surgical, inc. (Isi) clinical sales associate (csa) was contacted and the following additional information was obtained from direct communication with the surgeon: the surgeon had already clipped the biliary duct off of the common bile duct as part of the planned surgical procedure. Distally from the common bile duct, the surgeon had wanted to transect the duct, but the desired tissue effect was not achieved when using the permanent cautery hook (pch). It was observed that the surgeon ¿hit the pedal, then pulled before desired tissue effect was achieved¿ and so instead of fully transecting like intended, the bile duct was partially torn, closer to the common bile duct. The surgeon was able to successfully skeletonize the biliary duct and get two clips on it as the surgeon usually would. Also noted, two more clips were added for safety. The procedure was completed as planned and the patient was reported as doing well, post-operatively.